Manufacturer narrative:
The customer¿s report that a tri-fuse leaked was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Closer inspection of the maxzero component found a small crack fracture around the female plastic inlet surrounding the blue piston. No other anomalies were observed. Functional testing of the as received set replicated the reported leak. The cause of the leak was a small fracture crack along the top of the valve¿s plastic female inlet surrounding the blue piston. The cause of the crack is unknown.

Event description:
It was reported that a trifuse leaked when running a flolan infusion. It was further confirmed that there was no adverse patient issues associated with this event, however; the patient was being monitored for potential clabsis; (central line blood stream associated infection), as part of the usual practice.